Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the cutter did not pass the sample mesh graft test. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported during surgery that the comb and cutter were damaged. There was no damage to the graft, no patient harm, and no delay. The cutter did not pass sample mesh at evaluation. No adverse events were reported as a result of this malfunction. No additional event information available.